Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Associated study: rotating platform, rotating platform date of evaluation: 9/feb/2015 date of onset: (B)(6) 2021 operative side: left. Diagnosis: adhesions lt tka. Adverse event: adhesions. On (B)(6) 2021, the patient had a left hybrid total knee arthroplasty to address primary osteoarthritis, end-stage, left knee. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a closed manipulation under anesthesia to address arthrofibrosis, status post left total knee arthroplasty.